Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that there was retrieval difficulty of the filter, there was clotting, stenosis and occlusion of the inferior vena cava, the patient experienced cellulitis, pain and collateral circulation. The patient¿s history was significant for subarachnoid hemorrhage, aneurysm, aphasia, urosepsis, hydrocephalus, swelling of lower extremity, thrombus, deep vein thrombosis (dvt), gastroesophageal reflux disease and tobacco use. Three months prior to the index procedure the patient experienced a subarachnoid hemorrhage related to an aneurysm that was treated with coiling. The patient had been ventilated and had a tracheostomy placed as a result of the hemorrhage. The patient was also aphasic and flaccid on the right side of both the upper and lower extremities. Five days prior to the index procedure, the patient was admitted from the nursing home to the hospital for urosepsis. A computed tomography (CT) scan of the head noted hydrocephalus. Three days prior to the index procedure, a duplex venous ultrasound was performed for swelling of the left lower extremity and showed evidence of intraluminal thrombus from the common femoral vein through the calf. Two days prior to the index procedure, the patient underwent placement of a percutaneous intravenous central catheter due to poor peripheral venous access. The indication for the filter placement was prophylactically for ventriculoperitoneal (vp) shunt placement in the presence of deep vein thrombosis (dvt) and needing to discontinue anticoagulation treatment. The filter was placed via the right common femoral vein and deployed with the apex of the filter at the level of the renal veins. During filter placement, there was an indication of thrombus extending all the way up the left common femoral vein into the low inferior vena cava. The patient reportedly tolerated the index procedure well. Following the filter placement, a right frontal ventriculoperitoneal shunt was placed. The medical records indicate that since approximately eight years after the index procedure, the patient has been treated on multiple occasions for left leg cellulitis. Approximately eleven years after the index procedure the patient developed right leg dvt after air travel to hawaii and was started on oral anticoagulation treatment. One week later the patient presented with worsening right leg pain and swelling and was started on intravenous heparin. The patient also underwent tissue plasminogen activator (tpa) thrombolysis of the right leg and was treated with antibiotics for cellulitis of the left leg. Follow up venography after the lysis procedure revealed high grade inferior vena cava (ivc) stenosis around the indwelling filter, extensive iliac collateralization, and chronic bilateral iliac thrombus. The local interventional radiology team did not feel the filter was amenable to removal and the patient was referred to vascular surgery. The patient was discharged on pradaxa and instructed to follow up with cardiology in order to obtain cardiac clearance prior to possible open surgical ivc filter removal. Following hospitalization, the patient found a facility that offered a minimally-invasive alternative to open surgery. Approximately twelve years post implant the patient underwent a complex removal of the ivc filter with recanalization, angioplasty and stenting of the infrarenal ivc and bilateral common iliac veins for treatment of chronic occlusions and angioplasty of the bilateral external iliac veins for chronic stenoses. Procedural notes indicated that initial attempts to engage the apex of the filter were not possible due to scar tissue on the hook. The filter was ultimately removed after using laser sheath and rigid forceps. A wallstent (20mm x 55mm) was then deployed in the infrarenal ivc and plastied with a balloon. Subsequently, bilateral smart stents were then deployed in kissing fashion in the common iliac veins and post dilated. Follow up intravascular ultrasound (ivus) was performed which demonstrated non-occlusive thrombus in the ivc stent. Argon cleaner thrombectomy was performed from the bilateral common femoral access sites to clean the ivc stent. The patient tolerated the procedure well. There were no immediate complications. Post procedure findings noted chronic occlusion of the infrarenal ivc and proximal bilateral common iliac veins with robust pelvic and lumbar collaterals and high-grade stenosis of the bilateral external iliac veins. Completion bilateral iliocaval venogram and ivus demonstrated restoration of robust flow through the ivc and bilateral iliofemoral veins. There is diminished reflux into the previously noted collaterals. Approximately two months later the patient developed left lower extremity symptoms and a left ankle ulcer. The patient was diagnosed with left external iliac vein stenosis and underwent successful extension of left common iliac vein stent into the proximal external iliac vein and angioplasty of a stenotic web in the left common femoral vein. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the inferior vena cava do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Stenosis is an abnormal narrowing in a blood vessel. Venous stenosis is due to intimal hyperplasia and fibrosis secondary to placement of central venous catheters, pacemaker leads, hemodialysis catheters, prior radiation, trauma, or extrinsic compression by musculoskeletal structures. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the events include patient, procedural, pharmacological and lesion characteristics. Without implant or retrieval images available for review the reported events could not be confirmed or further clarified. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Pain does not represent a device malfunction and may be related to underlying patient specific issues, specifically chronic cellulitis. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following been updated accordingly. Additional information was received indicating that the patient's filter was embedded and that the patient was on prescription blood thinners (lovenox and pradaxa). There was no change to the complaint conclusion.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: the patient was diagnosed with a thrombus approximately on or about seven months post implantation of the inferior vena cava (ivc) filter. It was determined that the ivc filter contributed to the thrombus and decided that the patient would need to undergo surgery to remove the filter. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis and treatment for thrombosis does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of a subarachnoid hemorrhage, aneurysm, aphasic, urosepsis, hydrocephalus, swelling of lower extremity, thrombus, deep vein thrombosis (dvt), gastroesophageal reflux disease and tobacco use. Three months prior to the index procedure the patient experienced a subarachnoid hemorrhage related to an aneurysm that was treated with coiling. The patient had been ventilated and had a tracheostomy placed as a result of the hemorrhage. The patient was also aphasic and flaccid on the right side of both the upper and lower extremities. Five days prior to the index procedure, the patient was admitted from the nursing home to the hospital for urosepsis. A computed tomography (CT) scan of the head noted hydrocephalus for which a ventriculoperitoneal (vp) shunt was placed. Three days prior to the index procedure, a duplex venous ultrasound was performed for swelling of the left lower extremity and showed evidence of intraluminal thrombus from the common femoral vein through the calf. Two days prior to the index procedure, the patient underwent placement of a percutaneous intravenous central catheter due to poor peripheral venous access.   The inferior vena cava filter was placed prophylactically for ventriculoperitoneal (vp) shunt placement in the presence of deep vein thrombosis (dvt) and needing to discontinue anticoagulation treatment. The filter was placed via the right common femoral vein. It was deployed with the apex of the filter at the level of the renal veins. During filter placement, there was an indication of thrombus on the left side extending all the way up the left common femoral vein into the low inferior vena cava. The patient reportedly tolerated the index procedure well. Following the filter placement, a right frontal ventriculoperitoneal shunt was placed.   The medical records indicate that since approximately eight years after the index procedure, the patient has been treated on multiple occasions for left leg cellulitis. Approximately eleven years after the index procedure the patient developed right leg dvt after air travel to hawaii and was started on oral anticoagulation treatment. One week later the patient presented with worsening right leg pain and swelling and was started on intravenous treatment. The patient also underwent tissue plasminogen activator (tpa) thrombolysis of the right leg and was treated with antibiotics for cellulitis of the left leg. Follow up venography after the lysis procedure revealed high grade inferior vena cava (ivc) stenosis around the indwelling filter, extensive iliac collateralization, and chronic bilateral iliac thrombus.

Manufacturer narrative:
Date of event: event date is unspecified date in 2013. Event continuation: eleven years and nine months after the index procedure, the patient underwent a complex removal of the ivc filter with recanalization and angioplasty. The patient also had stenting of the infrarenal ivc and bilateral common iliac veins for treatment of chronic occlusions and angioplasty of the bilateral external iliac veins for chronic stenoses. Procedural notes indicated that initial attempts to engage the apex of the filter were not possible due to scar tissue on the hook. The filter was ultimately removed after using a laser sheath and rigid forceps. A wall stent (20mm x 55mm) was then deployed in the infrarenal ivc and plastied with a balloon. Subsequently, bilateral smart stents were then deployed in kissing fashion in the common iliac veins and post dilated. A follow up intravascular ultrasound (ivus) was performed which demonstrated non-occlusive thrombus in the ivc stent. An argon cleaner thrombectomy was performed from bilateral common femoral access sites to clean the ivc stent. The patient tolerated the procedure well. There were no immediate complications. Post procedure findings noted chronic occlusion of the infrarenal ivc and proximal bilateral common iliac veins with robust pelvic and lumbar collaterals and high-grade stenosis of the bilateral external iliac veins. Another bilateral iliocaval venogram and ivus demonstrated restoration of robust flow through the ivc and bilateral iliofemoral veins. There was diminished reflux into the previously noted collaterals. Approximately two months later the patient developed left lower extremity symptoms and a left ankle ulcer. The patient was diagnosed with left external iliac vein stenosis and underwent successful extension of left common iliac vein stent into the proximal external iliac vein and angioplasty of a stenotic web in the left common femoral vein.    Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, and/or occlusion of the ivc. The patient became aware of these events approximately eleven years and seven months post implant. Approximately eleven years and nine months post implant the patient underwent a complex percutaneous removal of the ivc filter. The patient also reported to have been diagnosed with cellulitis, leg swelling and pain, since the index procedure. Patient code '2572' was used for collaterals.   Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The device history record review could not be performed since complaint lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: the patient was diagnosed with a thrombus approximately on or about seven months post implantation of the inferior vena cava (ivc) filter. It was determined that the ivc filter contributed to the thrombus and decided that the patient would need to undergo surgery to remove the filter.